Event description:
I had a breast augmentation in (B)(6) 2003 with saline implants. I had little to no complications. Fast forward to (B)(6) 2017. I had my implants removed and had mentor smooth silicone put in. From the very beginning the moment I got them in I had severe anxiety and depression. Then I developed raynauds syndrome after two weeks of implantation. After that I had spells of severe fatigue and illness. Like flu like symptoms, I t started getting severe by (B)(6) 2019. I lost the ability to think properly and by (B)(6) I almost entirely quit speaking. I couldn't speak, think and even my hearing had been affected. I can no longer drive or take care of my children. All of my test results are coming back negative. It is 100% related to the implants. I'm convinced. My left side of my body is severely weak and my pupil is dilated on my left side. I have read implants causing brain tumors in pts. So now my next step is to have an MRI. My optometrist urged I go right away. We have been lied to by the FDA, by the surgeons by everyone . My health is in danger by something that was supposed to be safe. These are not safe. I have read all 30 pages of how the FDA approves silicone implant again in 2006 when they are not safe. You tested mice for days to see if it affected their immune system. Days, someone has to be held accountable for all the pain and suffering you have caused to millions of people. Millions, I'm not talking about just breast implants. I'm sure you're well aware of essure the permanent birth control that was supposed to be safe. When you destroyed so many women and families. We are not "profanity" lab rats to run your experiments on. We are real people with real lives with real families. All you guys care about is money. Money won't save you when this life is over. I hope all of you who allow this to continue "profanity." I didn't wish harm on anyone. Besides you guys "profanity" the FDA. We aren't your experiments. "Profanity" the FDA. FDA safety report ID# (B)(4).